Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4 and h6. The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, the following reportable malfunctions were identified during the device evaluation: low light transmission and error b30. Based on the results of the investigation, a definitive root cause could not be identified. However, it was likely that the broken light guide-bundle in the insertion section caused low or no light transmission. Additionally, the displayed error b30 was likely due to a broken video cable. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject rigid video scope had a bad image. There was no harm or injury reported.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject rigid video scope had a bad image. There was no harm or injury reported.